Event description:
The manufacturer received information alleging the "circuit was temporarily disconnected for suction and then reattached, but the ventilation volume did not increase and oxygen saturation (spo2) dropped to the range of seventy percent (70%)." The patient was switched to manual ventilation by adding two liters (2l) of oxygen. The patient's spo2 recovered to the normal value. "A doctor replaced the ventilator device with another one." Once the patient was attached to the device and ventilation initiated, the spo2 level increased to ninety-seven percent (97%). The sales representative spoke with the doctor regarding this issue. The doctor stated, "the drop in spo2 after reattachment following suction may have been caused by the patient's reduced lung function and increase breathing effort, which led to rapid breathing and prevented the avaps function from maintaining the required ventilation volume." The physician's assessment "is that the likelihood of the device causing the deterioration in condition is low." The sales rep observed a "low minute ventilation" alarm occurred due to lack of ventilation, and "observed in trend that the breath rate increased when the issue occurred". "Each time after suction, the circuit is reattached and the avaps button at the lower left of the display is pressed as instructed by the physician to relieve breathing discomfort during reattachment." After the device was replaced by the physician, the patient's condition remains stable, and no similar event occurred following suction. The patient slept through the night with spo2 ranging from ninety percent (90%) to ninety-seven percent (97%). A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, low minute ventilation (e-029), was observed on the device's error log. The manufacturer's service technician did not observe any other errors indicating a failure of the device. The "review of the waveform data showed an increase in respiratory rate and a rise in inspiratory pressure at the time corresponding to the reported event." The manufacturer service technician performed the flow and pressure verification tests, and there were no abnormalities confirmed on the device. The manufacturer service technician stated that "it is presumed that a temporary increase in circuit resistance may have occurred and contributed to the event". The manufacturer service technician performed the final and run-in tests, along with a battery and valve checks confirmed the device was operated properly. Afterwards, the device was cleaned.